Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation due to high impedances, and it was not possible to increase amplitude on stimulation. Reprogramming was unsuccessful, and further diagnostics showed some contacts had low impedances, as well. To address the issue, the physician opted to perform a revision on (B)(6) 2020 so the system could be visually inspected. Inspection of ipg and extension connection was within normal limits. An epg and trial cable kit was used to check the extensions and leads, both at the ipg end and then at the lead to extension end, and nothing was found out of the ordinary. When connecting the paddle lead back to the extension, contacts 9 and 14 on the lead read high, and contacts 11 and 12 read low. Troubleshooting was unable to resolve these impedances. The same extensions were connected to the same ipg, and impedances were again checked with the same results. The patient was closed with the system insitu. The physician did not want to revise the lead site, so instead may plan to refer patient to specialist for other options.